Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 2 years 3 months post implant of bard flat mesh, patient was diagnosed with pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device list pain as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with recurrent left indirect inguinal hernia and umbilical hernia thereby underwent open primary repair of umbilical hernia and left inguinal hernia repair with the implant of bard flat mesh. Per operative notes, ¿identified the hernia sac and was dissected it out. A bard flat mesh was tacked with sutures. Attention to the umbilical hernia, identified the hernia sac and was dissected down.¿ (B)(6) 2017 - patient was diagnosed with chronic left inguinal hernia pain after a left inguinal hernia repair thereby underwent removal of mesh. Per operative notes, ¿the mesh was removed. Once the mesh was removed, there was a persistent inguinal defect and closed with prolene sutures.¿ attorney alleged that the patient had adhesions, pain and hernia recurrence. It was also alleged that the patient had persistent pain in left testicle from hernia mesh and chronic pain for 3 years.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. Note: not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2014: the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh. The patient is making a claim for an adverse patient outcome against the bard flat mesh. The patient's attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."